Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving 50 mg/ml morphine at a dose of 18.984 mg/day via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that the healthcare professional (hcp) aspirated almost a full 20 ml syringe of old drug on november refill which was the start of the problem. The patient did not feel therapy changed or had any symptoms prior to november refill. The hcp refilled the pump and when the patient came back for a refill on (B)(6) 2018 the hcp aspirated full 20 ml syringe of old drug. The patient did complain that he started feeling "like pulled a groin (right side)" area from groin to leg about 1 month; otherwise, still no other symptoms. The hcp and the patient agreed to perform a dye/rotor study. The patient stated no factors contributed to the problem. The hcp interrogated the pump between the (B)(6) refills which showed pump working fine, no alerts noted. The pump did not have alarms or indication of motor stall. The hcp performed a dye/rotor study on (B)(6) 2018. The hcp could not aspirate the catheter and stated that the motor did not appear to have moved when he took fluoro at the beginning of the case, few times during and at end of about 20 min case took fluoro again and did not see any movement. Therefore, the hcp stated the patient needed a new pump. The hcp believed the motor may be the problem because he did not see movement. The hcp recommended to the patient that he would be placed on oral medication while waiting for replacement; moreover, if patient did well with oral then the hcp would possibly explant the pump. The patient made recommendations to the hcp during the procedure as well to replace pump and not explant. The issue was not resolved at the time of this report. The patient's status was "alive - no injury" and no further complications were expected or anticipated.